Event description:
A review of service data detected a reportable event. Upon servicing charger/modem sn (B)(4), the battery charger would not power on. The last pt to use this charger/modem did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of charger/modem sn (B)(4) has been completed. Upon receipt the charger was unable to power on. Upon investigation the power brick was defective. The root cause for the defective power supply brick could not be positively identified. No adverse event resulted from the defective battery charger power brick. The last pt to use this charger/modem did not report any deficiencies.